Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing of noise. Oversensing did not result to pacing inhibition. Subsequently, low pacing lead impedance measurements less than 200 ohms were observed. Additional information received indicated that the cause was not determined. The device remains in service and the rv lead was surgically abandoned. No additional adverse patient effects were reported.